Event description:
During shoulder arthroscopy, the outer sheath of a stryker arthroscopy burr curled or bent in, producing metal shavings that were evident on the monitor. Diagnosis or reason for use: shoulder arthroscopy.